Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the 75% stenosed target lesion located in the mildly calcified and moderately tortuous proximal left circumflex artery. The lesion was pre-dilated with a 2.0x15mm non-bsc balloon inflated twice to 8 atms. Next a 2.5x20mm promus element stent was advanced to treat the target lesion, but the stent was unable to cross the lesion. While removing the stent, the physician felt resistance near the distal tip of the non-bsc guide catheter. Upon removal, it was noted that the proximal edge of the stent had lifted up. The procedure was completed with a different device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified proximal stent damage. The struts at the proximal end of the stent are both twisted and raised. This type of damage is consistent with the device encountering some form of resistance during advancement and/or withdrawal. The balloon and tip sections were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No kinks or damage were noticed along the shaft of the device. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the 75% stenosed target lesion located in the mildly calcified and moderately tortuous proximal left circumflex artery. The lesion was pre-dilated with a 2.0x15mm non-bsc balloon inflated twice to 8 atms. Next, a 2.5x20mm promus element stent was advanced to treat the target lesion, but the stent was unable to cross the lesion. While removing the stent, the physician felt resistance near the distal tip of the non-bsc guide catheter. Upon removal, it was noted that the proximal edge of the stent had lifted up. The procedure was completed with a different device. No patient complications were reported and the patient status is good.